Manufacturer narrative:
The device was returned and the customer's report was observed and attributed to the language file being corrupted. The device was run through fast test and the firmware was reloaded to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.